Event description:
When injecting a medication using the plastic blunt tip needle, particle was discovered in the tubing. IV tubing was clamped, disconnected and the particle was flushed out of the tubing.